Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 762 mg/dl. The customer's blood glucose was over 600 mg/dl. The customer was treated with insulin drip in the hospital and also with bolus. Customer was experienced symptoms of high blood glucose level such as vomiting. Customer using insulin pump within 48 hours of high blood glucose of event. It was reported that were not able to rewind the insulin pump. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.